Manufacturer narrative:
Unit received with low battery alert and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. The customer's blood glucose value was unknown. Customer has to replace battery sometimes 3 times in 1 week. Sometimes insulin pump screen falls out for a long period of time. The insulin pump will be returned for analysis.